Event description:
The hospital reported that during several saphenous vein harvesting procedures, the balloon popped on five short ports. Replacement units were used to complete the procedures. The hospital did not report any patient complications.